Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced low blood glucose levels of 44mg/dl. The customer's mother declined troubleshooting for low blood glucose and stated that the customer was treated with a pack of sugar, water and juice. The product will not be returned for analysis.